Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, he did confirm that even though 180 series scopes were failing, the 190 series were functioning properly. Furthermore, the customer noting that the same cabling was functioning properly with other devices as well. Following that, tac informed the customer the subject device would need to be returned for evaluation and possible repairs. However, the customer denied the return authorization number. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was unable to obtain an image with his olympus evis exera iii video system center when using 180 series scopes during an unspecified procedure. According to the initial reporter, though 190 series scopes were functioning properly with the subject device, he opted to complete the procedure using another tower altogether. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device has not been returned for evaluation. However, based on the results of the investigation, it¿s likely the loss of image was due to the influence of the maj-1430 videoscope cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.